Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas pump experienced a cracked and shattered display after a short drop, while blood glucose management remained unaffected; the device was taped and remained functional until a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included a device replacement with return of the original unit. Investigation included a review of the reported damage and coordination for device return and data synchronization and inspection of the returned device. Investigation of this device revealed physical damage to the device¿s screen/display component consistent with accidental impact, without evidence of functional insulin delivery issues. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage.